Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: ubd: unknown , UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency and urge incontinence. It was reported that trial patient reached a maximum limit on program 3 at 9.1. Trial patient was given assistance in decreasing their stimulation back to 0.0 and increased it again. The trial patient then hit another maximumlimit at 9.4. Attempted program 4 but the trial patient hit another maximum limit at 8.9 and again at 9.0. Trial started (B)(6) 2022. Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the max settings was the lead wire had dislodged immediately after initial stage 1 placement. On (B)(6) 2022 the lead wire was revised and on (B)(6) 2022 the ins was placed. The issue was confirmed resolved.